Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was snapped. The snapped section of the cutting wire got burnt and melted. The outer diameter of the cutting wire was measured : no abnormality was found. The length of the coated portion was measured : no abnormality was found. Breakage on the cutting wire likely occurred by the following mechanism; the coated portion was peeled off. A high frequency current was output while the cutting wire, exposed, was in point contact or close with/to the distal end of the endoscope. A spark occurred between the cutting wire and the distal end of the endoscope. As a result, the cutting wire was instantaneously heated to a high temperature and broke off. The shaving of the wire coating likely occurred by the following mechanism; #1. The cutting wire was loosened as the slider was in the slightly-pushed position. #2. When the forceps elevator of the endoscope was raised, the coating of the loosened cutting wire came in contact with the metal part of the endoscope¿s distal end. #3. The tube was then moved back and forth under the condition of #2. This caused the wire coating to be rubbed with the metal part and shaved off. The above device handling has warned in the instruction.

Event description:
We received the following report. It was impossible to slide the sphincterotome (the subject device) over the guidewire. There was no patient injury reported. No further information was provided. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On august 31, 2020, olympus medical systems corp. (Omsc) found that the cutting wire was snapped, and that the broken section of the cutting wire was melted and burned.